Event description:
It was reported that the high impedance was only observed during normal mode diagnostics and the system diagnostic results were within normal limits. These results indicated that the device was functioning properly however it was supplying a level of programmed output current which caused it to work harder. The explanted generator was reportedly not available for return.

Event description:
It was reported that the generator was replaced due to battery. During the same report it was reported that there was a previous problem of high impedance however it was not clear if the was the result a of normal mode test or a system diagnostic test. For m102 generators, normal mode tests indicate how hard the generator has to work to provide the programmed therapy while system diagnostic tests indicate if there a malfunction occurring. It had been reported that previously a normal mode test resulted in high impedance while the system diagnostic test was within acceptable range. Therefore a malfunction was not suspected at that time. It was unclear if the current report was referring to these previous results. No additional relevant information has been received to date. The explanted generator has not been received to date.